Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No further information.

Event description:
It was reported that during an unknown procedure, the jaws would not open on the tissue. Case completed with another device of the same product code. There were no patient consequences reported.